Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - white residue inside aw (air/water) channels and cylinder. - leak at a rubber [bending section cover] glue. - control knob mv - play, loose (rl) [right/left] play, loose (ud) [up/down]. - d/e plastic cv [distal end plastic cover]- chip and scratches. - ob lens [objective lens] - crack. - lg lens [light guide lens] - x2 lens crack. - a-rubber glue - crack (c-cover) [plastic distal end cover] crack (I/t) [insertion tube]. - control body - (ad) [advanced diagnostics] broken cp-plate. - control body - (ad) dry. Crack s-cover [scope cover]. - lg tube [light guide tube] - scratches and wrinkles. - scope conn. - (ad) dry scratches and small cracks on contact pin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage from the a-rubber, disallowing a proper reprocessing of the device. A further cause of the leakage could not be established. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue inside the air/water channels and cylinder. There were no reports of patient involvement.